Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of 205 ohms and t-wave oversensing due to changing amplitude signals. Technical services (ts) was contacted, and ts recommended doing a commanded shock to test the impedance. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of 205 ohms and t-wave oversensing due to changing amplitude signals. Technical services (ts) was contacted, and ts recommended doing a commanded shock to test the impedance. The s-ICD system remains in service. No adverse patient effects were reported.